Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received info regarding a cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was in the 300's (mg/dl); however, the customer's mother administered manual injections and blood glucose level went down to around 90 mg/dl.